Event description:
Despite frequent inquiries, no further information was received about the reasons for explantation.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.